Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 287 mg/dl, 146 or 147 mg/dl and 190 mg/dl when all tests were performed within 10 mins on the compact plus system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.